Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for analyzer 2 of 2. See MDR #1061932-2010-00078 for analyzer 1 of 2. On (B)(4) 2010 a field service engineer visited the site to assess the analyzer. He optimized diff pumps, checked count times and light scatter offset. The latron optimization was also verified. Test results met published performance specifications. The root cause is unk though may have been related to repairs made during the service visit.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneously high eosinophil results (>65%) on a differential for one pt sample. A manual differential review on the same sample indicated no or few eosinophils. The test results from the analyzer and manual differential review were not provided. The erroneous test results were not reported out of the laboratory, due to a rule created by the customer to perform a manual differential on any specimen with instrument eosinophil results greater than 20%. There was no reported change to pt treatment associated with this event.